Manufacturer narrative:
A functional check with a mating broach confirmed the complaint; the handle will not lock the broach. Visual analysis found the leaf spring component is bent. The root causes is a combination of misuse and heavy usage. A two-year search of the complaint database found it is important to ensure that the alignment features on both the handle and broach are mated correctly, as proper locking will extend the life of all broach handles. In all cases, if these orientation features are not aligned properly, the cam will lock incorrectly onto the broach, or that extra pressures are placed on the leaf spring component, leading to deformation of the leaf spring. After this type of deformation occurs, the handle will no longer lock as tightly onto the broach as when first distributed. With correct use, the leaf spring will only flex a few millimeters. The date code j07075 indicates the instrument was manufactured in july of 2005 and is over 11 years old. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The curved offset broach handle lever will not lock to hold the broach in . If you let the handle lever go, it falls down and the broach falls out of the handle.